Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unplugged. A field service engineer confirming that only 4 medications were affected, customer decided to move those medications and postpone further action. Fse found significant debris between and beneath the pockets; diagnostics resolved most issues, while rows c and d required manual release. The ribbon cable was inspected with no loose connections found, and no major adjustments were needed. The repair was tested through diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire drawer failed and was unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.